Event description:
It was reported that the user experienced repeated occlusion alerts and persistent high glucose readings on the ilet while unable to confirm with a glucometer; the user disconnected, primed until drops were observed, reconnected, and was advised not to use the pump concurrently with backup injections after administering backup subcutaneous insulin, with plans to replace the infusion set and supplies. Symptoms included numbness in the arms and hands and hyperglycemia. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of therapeutic effect and insufficient information regarding specific device components or lot details. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.